Event description:
Description: per the aspen recommendations we initiated adding a 1.2 micron filter to the intralipids ((B)(4)) dispensed from our pharmacy several months ago. Prior to the addition of the filter, pharmacy would prepare the intralipids syringes and prime the extension set in the IV hood. The nurse would then just attach to pump. Upon the initiation of adding the filter set along with extension set, we realized that there were many air bubbles that were formed throughout the tubing. We trialed several filter sets and "practiced" in terms of compounding in order to eliminate the air bubbles. This was done over several weeks before we finally dispensed to the neonatal intensive care unit. However since then we have had reports from nursing of large air bubbles in the tubing. Overall, I think there are a couple of issues: filter itself is prone to form bubbles especially at entry and exit. Some air remains in unit from filter itself, at entry and exit and the cap at the end.; intralipid rates can be very low especially in the preterm infant. We generally initiate 0.5g/kg/day on day #1 and our infuse over time is generally 20 hours. However, I believe that although the smart pump that we use is "able" to handle these low infusion rate, I wonder if the low rate and pressure, offset by the viscosity of the intralipid could lead to increase in the bubbles that we are observing. Prior to filtering by priming the extension set, we rarely had any reports of air bubbles in the tubing and I am concerned regarding the safety of our neonates. Has this concern been reported? Are there any recommendations regarding decreasing the potential for air bubbles and are there any recommendations regarding minimum infusion rates for intralipids? (B)(4).